Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. It was noted that the patient lifts heavy boxes often which caused the lead to fracture. The lead was capped and replaced. No patient symptoms were reported.